Event description:
It was reported the patient is not receiving effective therapy due to high impedances. Surgical intervention took place where both leads were explanted and replaced addressing the issue. One lead had high impedances and the other lead was electively replaced by the physician. Reportedly, therapy was confirmed post op. The investigation did not determine which lead had high impedances.

Manufacturer narrative:
Date of the event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(4) , batch: a000077778.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.